Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer had been experiencing high blood glucose of 600 mg/dl and had slight trace of ketones. Customer's mother reported the drive support cap was flush. Customer's blood glucose at time of call was 481 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.